Event description:
Baxter (B)(4) received a report that an infusor had a "defective valve inside the fillport". This condition was observed during storage after the device had been filled with a normal saline solution. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Additional information: initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample with approximately 100ml of fluid in the bladder for evaluation. The reported condition of a broken valve in the fillport was confirmed. When the fillport cap was removed, a leak (backflow) was immediately observed at the fillport. Visual examination of the disassembled unit revealed the root cause was a 2.01-mm particle of acryllic trapped between the check band and the stress member. Fourier transform infra-red (ftir) spectroscopy was used to determine the material of the particulate matter. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). Additional narrative: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.